Event description:
Unomedical reference number (B)(4). Foreign: (B)(6). On (B)(6) 2021, the patient reported that the infusion set's tubing detached close to the site location, and the insulin was coming out from it. Further, the patient noticed it quickly therefore everything was normal. The site location was the patient's abdomen, and the pump was also located on the abdomen. The infusion set had been used for one day. Further, the infusion sets were stored normal inside house. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.